Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced cardiac arrest. The patient advocate stated this device did not deliver therapy as intended, however, no further information has been provided regarding the episode. No additional adverse patient effects were reported. At this time, this device remains in service.